Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that at first the port was tried to be placed, but it was difficult to insert into the vessel, so the physician decided to use a power PICC. The guidewire was inserted via the right upper arm, resistance was felt near the subclavian vein and the guidewire was unable to advance anymore. The physician kept inserting the guidewire despite that blood vessels become narrow because hematoma was made when inserting the port. Therefore, the tip of the guidewire was broken, and it remained in the vein. When the guidewire segment was attempted to be removed in the vessel using a snare, it was found that an anonymous vein was derived instead of the subclavian vein, and a strong force was applied to the bent guidewire at the entrance. Therefore, the guidewire was broken and the guidewire segment remained.